Event description:
A malfunction alarm was reported during the pump's load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the continuation of insulin therapy. Consequently, a replacement pump was arranged, and the customer is using multiple daily injections as backup therapy. Instructions were provided to return the faulty pump, and the customer acknowledged understanding the process.